Manufacturer narrative:
The mis qc t27 polyaxial driver (product code: 2797-04-401, lot number: pc2386589) was returned to the complaints handling unit (chu). The driver from lot pc2386589 was found to have had its tip broken off. The driver was subsequently submitted for fracture analysis. An optical image of the fractured surface tip of driver reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending around the cannulation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is a quasi-static overload torsional shear failure due to unexpectedly high forces placed on the tip.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The inner portion of screw stripped at t27 connection and then head where set screw threads stripped making it very difficult to remove. Added one hour anesthesia additional time for screw removal. When did the event occur? During screw insertion. Case was a revision. Removed previous sai screw 7.5 in diameter and surgeon tried to put in a 10x90 screw in same hole without tapping. Pre-operative diagnosis: t10-pelvis revision, broken rod at l2-3 from patient falling.